Event description:
The customer reported that the tandem mobi pump battery was not charging properly. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.